Event description:
Additional information received reported the patient had a surgery scheduled for 7 days following report. It was stated the patient would have their current leads removed at that time and will have a new device implanted. It was stated the patient had their implantable neurostimulator (ins) explanted about a month prior to report. It was noted on that same day the patient had back surgery to have their l3 disc taken out. It was stated the patient¿s leads were still implanted. It was noted the stimulator was positioned uncomfortably. It was noted it was too close to their spine and it caused problems. It was noted the stimulator stopped functioning correctly and some of the leads on one side stopped working.

Event description:
It was reported that there was a loss of therapeutic effect and acute pain at the implantable neurostimulator (ins) location. The patient felt the ins was ¿pressing on the sciatic nerve.¿ the patient stated that the ins had always been in a ¿bad¿ location described as very low in the buttock region. The patient had been complaining of the position or location of the ins since it was implanted. It had been for the ¿past few years¿ that the ins had been causing pain at the site. The location of the symptom was the ins location, left and right leg. The patient mentioned that they had lost weight but did not indicate how much. The patient stated that the stimulation was too strong and not in the right areas to cover pain. The patient had attempted using the patient programmer to make changes to all the settings but it had not helped. The patient reported ¿drop foot¿ on the left side, ¿30% nerve loss in the right leg¿ and neuropathy in both feet. The patient had spoken with a healthcare provider (hcp) but thus far nothing had been done about the issues. The patient initially wanted to remove the ins and ¿be done with it.¿ the patient¿s status was fair. The patient had an appointment with the hcp for (B)(6) 2012. Additional information received reported that the device never ¿handled all the pain part of it.¿ the patient noted that ¿it made it better for a while but that went away.¿ it was noted that the patient ¿was going through a lot of severe pain.¿ the manufacturing representative inquired as to the pain and the patient replied ¿this new pain ¿ [the patient] always had the site area which felt like something sticking [the patient] all the time.¿ it was noted that it had gotten worse as time progressed. In the past four and a half months prior to report the patient had severe lower back pain. It was noted that in the right buttock where the unit was like ¿a really sharp knife jabbing extremely hard.¿ the patient could also feel it in on the left side of the buttocks. The patient family member thought that the battery ¿used to be farther to the right¿ and ¿moved closer to the middle of [the patient¿s] spine.¿ the patient noted there was a lot of pain and thought ¿this thing had to come out.¿ the patient noted that a manufacturing representative adjusted the ins and noted ¿that part of the unit was no longer functioning.¿ the patient did not know the part and stated ¿one of the sides was burnt out or something.¿ it was noted that the patient called in an attempt to locate a hcp to remove the ins. The patient noted that they were adjusted ¿a while, a short time ago¿ but the patient was unable to remember exactly how long it had been. The patient noted that they were no longer with the hcp with which they had done the adjustments. The patient noted that at one point the patient had switched hcps and noted that they did not possess much knowledge regarding the stimulator and "there went their adjustments or whatever." It was noted that the patient wanted to use less medication as they had gone through ¿drug withdrawal three times.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3888-33, lot# j0537630v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-33, lot# j0537630v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information reported the "patient lost (B)(6) pounds and the device was very superficial." It was additionally reported that "normal" battery depletion had occurred. It was stated replacement of the ins and lead had occurred on (B)(6) 2014 and the devices would not be returned to the manufacturer for analysis. It was further stated that when the ins was replaced the ins pocket was "relocated to a patient preferred location." Regarding any signs or symptoms associated with the event, it was indicated there were "none in addition to what was already reported by the patient." The "patient reported appropriate coverage of painful areas after replacement" and it was noted the patient did not require hospitalization and had an outcome of "no injury."